Event description:
It was reported that the non-patient end of cannula broke off with an unspecified bd pen needle. This has occurred at least once, however, there was no report of patient impact. The following information was provided by the initial reporter: rear cannula is broken.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of cannula broke off with an unspecified bd pen needle. This has occurred at least once, however, there was no report of patient impact. The following information was provided by the initial reporter: rear cannula is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-21. H6: investigation summary two open pen needle samples were returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.